Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported syncope and low hemoglobin levels could not be conclusively determined during this investigation. A specific cause for the reported event could also not be determined. The submitted log file, which contained data from (B)(6) 2021 to (B)(6) 2021, primarily consisted of pi events. The file was unremarkable, and the pump appeared to function as intended at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 "introduction¿ lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including bleeding. Section 4 ¿system monitor¿ explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" provides information on anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic for syncope and had low hemoglobin levels. A blood transfusion was planned. Many pulsatility index (pi) events were also reported. A review of the log file found no unusual events.